Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 31-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 10 mg for a total dose of 1.00011 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient reported decreased therapeutic relief and increased daytime fatigue. The patient report no relief with personal therapy manager (ptm) activations and instead uses oxycodone. A catheter access port (cap) dye study was ordered. On (B)(6) 2020 the patient reported they experienced unspecified withdrawal symptoms over the weekend. The patient applied a fentanyl patch and oxycodone that they had remaining from a previous prescription. The patient was started on oral morphine. On (B)(6) 2020 a cap dye study was performed, and revealed the catheter had become dislodged and migrated to t11. On (B)(6) 2020 surgical intervention occurred where the catheter was spliced, replacing the spinal segment. The outcome of the event resolved without sequelae on (B)(6) 2020. The deice diagnosis was catheter dislodgement and the clinical diagnosis was decreased therapeutic relief. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.